Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, mmt-396a. The customer reported an insulin flow blocked alarm. The customer reported a short battery life or a low battery alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return was required for mmt-1880. No product return was required for mmt-332a. No product return was required for mmt-396a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test. Unable to perform the displacement test and occlusion test due to missing retainer. Unit passed rewind test, prime/seating test, force sensor test and basic occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unable to lock p-cap into reservoir due to detached retainer. Unit successfully downloaded to thump. Low battery alert occurred on 04/02/2024 15:57 in history files and traces was expected. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 2 and force sensor. No no delivery alarms were found in history file on or near event date. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, missing o-ring (reservoir tube), detached retainer. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm is not confirmed. Charge/battery lasts less than expected is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.